Event description:
It was reported that the customer had unexplained low blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer was hospitalized for five months and that occurred several years ago. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.